Event description:
A surgical technician reports the footswitch stopped working during surgery. Another footswitch was borrowed from another facility, resulting in a 2-hour delay in the surgery. Subsequently, 3-4 cases were cancelled. The reporter indicated there was no patient impact/injury associated with this event.

Manufacturer narrative:
The investigation/evaluation, including root cause determination is in progress.